Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned packaging confirmed that the drill bits are missing from the packages as reported. The root cause of the reported event is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h4:manufacture date - sep 21, 2016. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02462, 0001825034-2017-02464, 0001825034-2017-02465, 0001825034-2017-02466, 0001825034-2017-02467, 0001825034-2017-02468, 0001825034-2017-02469, 0001825034-2017-02470, 0001825034-2017-02471.

Event description:
It was reported nine out of ten packages of the order arrived empty. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.